Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown biomaterial - cement/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6), 2023, the patient underwent open reduction/internal fixation surgery for a femoral trochanteric fracture with the traumacem v+ injection cannula. After insertion of the 70mm blade, the cannula was set at 70mm and cemented vertically and horizontally. The surgeon wanted to get a little more out of the tip, so he extended the cannula setting by about 2.5 mm, and tried injecting again. The cement could not be inserted after about half of the 1 ml syringe was injected. With the cannula insertion into the sleeve, the surgeon checked the ap and ml directions with the c-arm for 2 to 3 minutes before attempting to remove the cannula, but he was unable to do so. When the cannula was forcibly extracted, the tip of the cannula broke off and the remains were left inside the body. The surgeon commented that with the cannula inserted into the sleeve, the cement had hardened, and the tip had become stuck and could not be pulled out. The surgery was completed successfully within a 30-minute delay. The patient outcome was reported to be stable. This report involves one unk - biomaterial - cement. This is report 1 of 1 for (B)(4).